Event description:
The device was used during a "lavh". Reportedly, the instrument was difficult to open and the cartridge disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.